Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was attempted to be used during a procedure. The exact procedure date was unknown. During the procedure, the cutting wire of the jagtome rx 39 broke. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. Note: photo of the complaint device outside the patient was provided by the customer and showed the cutting wire was broken and kinked.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: (investigation result). The jagtome rx 39 was not returned because it was contaminated. However, media analysis performed shows the wire blackened, broken and kinked. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of wire break and wire kinked were confirmed. The device was not returned for analysis because it was reported to be contaminated. Based on the condition of the device, the wire break could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure.